Manufacturer narrative:
The reported events of stretched helix, low impedance, sensing, and capturing problem were not confirmed. Final analysis found helix length was within specifications, and output signal verification showed normal device characteristics without any anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were detected.

Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. Due to low pacing impedance, poor sensing, and inadequate capture threshold, the ventricular lp was repositioned. During repositioning of lp, the helix became stretched. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.